Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va10qsr, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was experiencing shocking in the pocket so a physician went in on (B)(6) 2019 to revise it. When they did, they took the implanted pulse generator (ipg) out of the pocket and stated the plastic had slid down the lead so the bare wire of the lead was exposed right at the header of the ipg. The lead and battery were removed and the whole system was replaced. On (B)(6) 2019, the rep reported that the shocking in the pocket had been occurring over the past few months prior to the report. They further stated that, when they opened up the ipg area and disconnected the lead from the ipg, the lead insulation was gone and the wiring was exposed on the lead body just outside of the header block. A portion of the lead body that was inside the header block was exposed as well. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ipg ((B)(4)) revealed that the ipg passed functional testing. Analysis of the lead (lot va10qsr) revealed that the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that as a cause for the insulation being gone issue, the patient stated that they had fallen in the past (unknown when the falls took place). In was noted that the battery level was low per the usage report dated (B)(6) 2019. The shocking issue resolved after the ins and lead were replaced. There were no further complications reported or anticipated.